Event description:
According to the reporter: three pediports all broke while the medical professional attempted to place them in the body. Parts of the product had to be retrieved from the abdominal cavity.

Manufacturer narrative:
(B)(4).